Manufacturer narrative:
Continued d.9. Concomitant therapy: pretreatment: estradiol patch in 2023 for perimenopause, 1000mg omega 3 supplement and vitamins d3 and k daily since 2018. Clarification to section c. Suspect product: lot number 980/1. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to h.6. [Invest. Conclusions code]: the event of vision abnormalities is a known potential adverse event addressed in the product labeling. The event of transient ischemic attack is considered an unexpected adverse drug experience. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a clinical patient was injected in the neck with 2 syringes of juvéderm® volite¿ xc. Shortly after the injection, within just 5 minutes, the patient expressed feeling unwell and went through an episode of losing vision in their left eye. During this time, they also experienced a total loss of light perception and had weakness or paralysis on the entire left side of their body. Healthcare professional identified this as a transient ischemic attack. Shortly just in 5 minutes, patient's vision returned. However, patient reported experiencing photopsia( the perception of flashes of light). Sensory and motor functions eventually returned to normal. However, patient continued to feel mild paresthesia in their left thigh, and the weakness and numbness in the left leg persisted. The next day, patient developed headache which is not device related. Five days after the injection, patient underwent an examination with a retina specialist. The results of multiple diagnostic tests on both the right and left eyes came back to normal. The symptoms are ongoing.

Manufacturer narrative:
The events of vision abnormalities and subarachnoid hemorrhage, deemed not device related are considered an unexpected adverse drug experience. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Additional information reported clinical patient developed subarachnoid hemorrhage and cerebrovascular accident due to embolism of posterior cerebral artery with infarctions of both occipital lopes (reversible cerebral vasoconstriction syndrome), are deemed not device related.